Event description:
It was reported that a user¿s dexcom g7 sensor was visible in the dexcom app but not on the ilet, resulting in pairing failure notices, brief sensor issues, signal loss to the ilet, bg-run suspended, and dosing stops soon; the agent verified the sensor code on ilet, guided through pairing, communicated pairing and warmup expectations, and bg-run mode resumed after reconnection. Symptoms included hyperglycemia with a reported glucose value of 400 mg/dl. Outcomes included elevated cgm readings with temporary suspension of automated dosing until reconnection, after which the ilet was expected to correct glucose with anticipated change over the next 90 minutes. Investigation included remote troubleshooting, confirmation of sensor code, education on pairing workflow, and monitoring for reconnection. Investigation of this case revealed transient communication disruption between the dexcom g7 and the ilet, consistent with intermittent connectivity and brief sensor-related issues, resolved by successful re-pairing and restoration of normal device function. It was concluded, based on previously established findings for similar reports, that the cause was temporary wireless communication interference between devices leading to a brief suspension of automated dosing until re-establishment of connection.